Event description:
The surgeon reported that during the initiation of a phacoemulsification procedure the phaco was not working. The hardpiece was changed and the procedure was continued. The pt reporedly experienced a corneal burn during the procedure and is continuing to receive treatment.